Manufacturer narrative:
H10. Additional information received determined this event is no longer reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported impedance readings were within limits. The patient¿s symptoms were resolved as of (B)(6) after programming with the healthcare provider (hcp). Logs were requested, but the rep was not available to meet with the patient. MDR decision was corrected to not reportable. No additional supplementals required unless additional information is received indi cates reportable event.

Manufacturer narrative:
Other relevant device(s) are: product ID: a620, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient handset was showing error code 528. Additional information received from the manufacturer¿s representative (rep) reported the cause of the 528 error code was due to the patient increasing their voltage. To resolve the issue the patient turned stimulation down. Additional information received from the manufacturer¿s representative (rep) reported they would not be meeting with the patient or have access to the logs. The rep further reported the 528 error code was seen when the patient tried to increase stimulation; the 528 did resolve when the patient decreased stimulation. The rep stated the patient was in the hospital today due to increased symptoms. The patient was going to be seen by their neurologist to have reprogramming done. The rep stated pre-operatively and post-operatively impedances varied between 50-100 ohms difference. A full impedance assessment was suggested.